Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - 103531 ti low profile screw 6.5 x 20 mm 405140, 650-1066 cer opt type 1 tpr sleve 0 mm 856320, 103531 ti low profile screw 6.5 x 20 mm 745680, 650-1057 cer bioloxd option hd 36 mm 238540.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Manufacturer narrative:
(B)(4). The device will be not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01786, 0001822565-2017-01789, 0001822565-2017-01791 & 0001822565-2017-01792.

Event description:
It was reported that the patient underwent a aspiration of the right hip approximately one year post-implantation and is experiencing right hip pain and swelling approximately four years post-implantation. No revision has been reported to date. Attempts to obtain additional information have been made; however, none is available at this time.